Manufacturer narrative:
The service provider provided the investigation report on 10/12/2021. The actual device was tested. The pump alarmed air-in-line during testing when an air bubble was created. The device was found to meet all specifications. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00047).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 09/17/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 620616 does not alarm air in line. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. The event date was not provided.